Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-05572. The patient received a percutaneous lead on (B)(6) 2010. She received another percutaneous lead on (B)(6) 2011. It was reported the stimulation would not turn on. A diagnostic test revealed all contacts were invalid except one. An sjm rep attempted to reprogram the pt, but adequate coverage was not obtained. The pt is scheduled to discuss possible surgical intervention with her doctor. Attempts to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.